Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) ) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was determined to be the drivetrain motor brake gap being too wide, out of specification. As a result, the autopulse stopped functioning with a system error, as designed. Upon visual inspection, unrelated to the reported complaint, a crack across the screw well area of the top cover and front enclosure on the handle area and a hole on the load plate cover that affects the watertight seal were noted. The observed damages are likely attributed to user mishandling. The damaged parts were replaced to address the observed physical damages. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The archive data review indicated system error - 139 (unable to hold compression position), confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering on, confirming the reported complaint. The brake gap inspection revealed that the drivetrain motor brake gap was too wide, out of specification. The brake gap was adjusted within the specification to address the reported complaint. The platform was re-evaluated through a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without fault or error. Following service, the autopulse has passed all the testing and meets all required specifications, multiple run-in, and functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**.

Event description:
During shift check, the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.